Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the physician placed the first mesh carrier of the solyx sling mesh assembly into the patient successfully. As the physician was positioning the delivery device to implant the second mesh carrier, the mesh frayed at the edge and stretched. The entire mesh assembly was removed from the patient and no part of the device detached. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was explanted due to a decrease in performance. The results of an integrity test (B) (6) 2007 indicate normal receiver stimulator function with multiple electrode anomalies. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).